Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735736, serial/lot #: 2.1.0, h3, h6: the system was serviced in the field by a medtronic representative. No failures were found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used for functional endoscopic sinus surgery (fess) procedure. It was reported that the frontal seeker & frontal suction showed that the surgeon was on the patient's bone when the surgeon was actually in the frontal sinus during navigation. The surgeon used a front suction and navigation was accurate. It was noted that the surgeon used the straight suction to the check accuracy in a different anatomical landmark, not the frontal sinus. After the case was over, the manufacturer representative (rep) tested the same patient tracker and instruments used in the case on a demo head and it showed no sign of inaccuracies. It is unknown if there was an impact to the patient.

Manufacturer narrative:
H2-3) the software analysis concluded that there was insufficient information to determine if a software anomaly caused the reported event. The logs and archives were reviewed. The archive had 5 computed tomography (CT) exams of the patient while only one of them was used for registration and this was not optimal for the navigation system (with unequal spacing and thickness). Multiple trace registrations were available with all of them having accuracy metric more than 2.5 millimeters (mm) except one with 1.1 mm. The 1.1 mm also included one touch point. Snapshots revealed that the instruments ostium seeker, tricut and rad 40 were connected with ostium seeker in active navigation pointing on the bony anatomy. Archive/snapshot analysis did not help in concluding whether the navigation was inaccurate or not. Log analysis was in-line with archive analysis. Additional multiple coil noise errors were observed with the instruments which should not impact the inaccuracy reported. It was not known why/how the inaccuracy was observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The inaccuracy was about 1mm. There was no impact on the patient.

Manufacturer narrative:
Additional information in b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. No known impact to patient outcome.